Event description:
The customer reports back to back test results of; 66 vs. 196 mg/dl and 310 vs. 65 mg/dl. No report of an adverse event. Control values were not provided. Return requested and replacement was sent.